Manufacturer narrative:
Product complaint # (B)(4). Visual examination at the macroscopic level reveals that the fracture is located at the driver¿s distal tip. Fracture analysis revealed plastic deformation at the hex lobes and torsional shear markings following a circular pattern. This suggests the fractured tip underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the fractured tip of the poly driver cannot be determined. However, fracture analysis of the returned driver suggests that tip underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the tlif surgery for lumbar spondylolisthesis was performed by using the expedium system. The fixed site was l5 ¿ s1. During the surgery, due to an excessive inserting torque, the tip of the driver (279722400) got broken and the broken tip was left in the head of the screw (either 179722145 or 179722150), which resulted in the insertion failure. The screw in question was extracted and then a new screw was inserted. No broken pieces were found left in the patient¿s body under the x-ray. The surgery was successfully completed with a 60-minute delay, and there was no adverse consequence to the patient. The surgeon has requested us to make an in-depth investigation including a possibility of metallic fatigue. The complaint devices and implants to be returned are as follows. 1 x 279722400 (lot#: mi50991), 1 x 279722400 (lot#: mi154529), 3 x 179722145 (lot#: unk), 1 x 179722150 (lot#: unk).